Manufacturer narrative:
One sample was received for evaluation. Visual and functional testing was unable to be verified or duplicated. The root cause was unable to be determined. No lot number was provided; therefore, a device history record (DHR) review could not be conducted.

Manufacturer narrative:
E1 phone number: (B)(6). D4: expiration date and h4: manufacture date are unknown, no lot number has been provided. B3: month and year of event have been provided, day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when the operator set the peep to 20, the value only increased to 15. This occurred during use. There was no reported patient harm.